Event description:
It was reported that during procedure, the subject balloon catheter encountered resistance when advanced into the 8 french sheath; therefore, was removed. The balloon catheter was inflated outside of the patient; however, would not deflate. Another balloon catheter was used to complete the procedure. No clinical consequences to the patient reported.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. Visual inspection was performed on the returned device and no anomalies were noted to the catheter¿s hub and proximal shaft. The middle of the catheter shaft was found to be wrinkled on several places along its length. The flowgate was also wrinkled along its distal shaft length. The flowgate balloon was noted to be full of sticky crystallization substance. The balloon bonds were inspected and found intact. The flowgate distal and proximal lumens were examined and no anomalies were observed. During functional testing, the flowgate balloon catheter was prepared as per the device for use (dfu) for balloon inflation testing. The balloon was inflated; however, the balloon was deflating and leaking due to the puncture found in the middle of the balloon. The reported complaint that the flowgate would not deflate could not be confirmed during this evaluation. The crystallization substance on the balloon did not dissolve after the balloon was inflated several times. Based on the additional information provided by the customer, a continuous flush was not maintained throughout the procedure, this is most likely contributed to the as analyzed issue 'nv balloon catheter damaged' and 'nv - balloon has hole/perforation'. Because the device dfu contains specific instructions regarding use of continuous flush, which was omitted, an assignable cause of handling damage was assigned for the as analyzed events ¿nv balloon catheter damaged' and 'nv balloon has hole/perforation'. The reported events 'nv - balloon difficult to insert' and 'nv - balloon difficult/unable to deflate' could not be replicated during evaluation; therefore, an assignable cause of undetermined was assigned.

Event description:
It was reported that during procedure, the subject balloon catheter encountered resistance when advanced into the 8 french sheath; therefore, was removed. The balloon catheter was inflated outside of the patient; however, would not deflate. Another balloon catheter was used to complete the procedure. No clinical consequences to the patient reported.

Manufacturer narrative:
Based on the additional information provided by the customer, a continuous flush was not maintained throughout the procedure, this is most likely contributed to the as analyzed issue 'nv - balloon catheter damaged' and 'nv - balloon has hole/perforation'. Because the device dfu contains specific instructions regarding use of continuous flush, which was omitted, an assignable cause of user error was assigned for the as analyzed events ¿nv - balloon catheter damaged' and 'nv - balloon has hole/perforation'. The assignable cause for the as analyzed events ¿nv - balloon catheter damaged' and 'nv - balloon hole/perforation' was corrected to user error.

Event description:
It was reported that during procedure, the subject balloon catheter encountered resistance when advanced into the 8 french sheath; therefore, was removed. The balloon catheter was inflated outside of the patient; however, would not deflate. Another balloon catheter was used to complete the procedure. No clinical consequences to the patient reported.